Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. The device was being used to deliver a unspecified (B)(6) vaccine. After an unspecified length of time, air was noted distal to the tubing set cassette with no pump alarm. No specific patient information, pump programming, or event details were provided; however, there were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.